Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: electrical failure. No device found message. Record the two values: the number high (00), the number low (00). Failed all bench tests. H7 <(>&<)> h9: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues recharging the implantable neurostimulator (ins). Patient stated that they were able to connect to the controller without the paddle but when the paddle was hooked, the controller wouldn't connect. Agent had the patient attempt a recharging session and the patient confirmed no visible damage to the controller compartment and port. Patient added that the cord that goes to the paddle was quite flimsy. Patient confirmed passive recharge mode screen with number 0 in the middle. Patient tried to move the cord, but patient felt heating on it. The issue was resolved. Agent sent a request for repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.